Manufacturer narrative:
Correction h6 conclustion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco lobectomy procedure, at first firing, the handle was removed from the charger and start up was confirmed. The handle was then inserted to the test power shell and it worked properly. The other parts like the adapter and new power shell were set up properly. After 30 minutes, when the reload was being loaded, the display became completely dark and would not turn on. Another device was used to complete the procedure. The event occurred during the procedure but the product was not used for patient. There was no patient injury. Pli 10: medtronic's initial evaluation of the incident device showed a system log that ends abruptly with no re-start command of any kind. At the next initialization, the system clock reset and the battery charge level was reduced. This indicates the power had been interrupted. The handle was disassembled and the motor controller was found to be electrically non-functional.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after calibration of the adapter. The power had been interrupted due to a fully depleted battery. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause has been identified as damage due to an electrostatic discharge (esd) event. During the investigation a secondary condition of a motor controller failure was detected that had no relationship to the reported condition. This secondary condition has a potential for patient harm. Analysis of the system logs noted that the motor stalled. There was no visual indication of any external damage to the motor controller. The motor controller was found to be electrically non-functional. This condition may cause the handle to be unable to complete the firing stoke. The motor controller was analyzed and was found to be shorted internally; the root cause of premature motor controller failure could not be determined. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco lobectomy procedure, at first firing, the handle was removed from the charger and start up was confirmed. The handle was then inserted to the test power shell and it worked properly. The other parts like the adapter and new power shell were set up properly. After 30 minutes, when the reload was being loaded, the display became completely dark and would not turn on. Another device was used to complete the procedure. The event occurred during the procedure, but the product was not used for patient. There was no patient injury.